Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the instrument data, spyfiles, and errorlog. It was discovered that the three levels cortisol controls had been running with a low bias or out of range during the time the results were obtained. The errorlog showed errors related to tube sensing. The cause of the discordant cortisol results is unknown.

Event description:
Discordant, falsely low cortisol results were obtained on three samples from one patient on the immulite 2000 instrument during the first run, but increased as expected. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of adverse health consequences or unnecessary treatment due to the discordant cortisol results.